Event description:
It was reported that the patient underwent a deep brain stimulation reprogramming visit where the stimulation settings were adjusted, and the next day the patient noticed worsening dystonia and returned to the previous settings with improvement. The patient later noticed the symptoms had worsened again and presented to the emergency room, where right occipital pain and posterior neck pain were reported. Computed tomography of the head and computed tomography of the cervical spine were unremarkable. Trigger point injections and nerve block injections were administered for right occipital and posterior neck pain with improvement, and the stimulation settings remained unchanged at that time. At a subsequent deep brain stimulation programming visit, reprogramming was performed and the programming-related side effects improved with good dystonia control during the visit. The event was assessed as having a causal relationship to the device or therapy and as not related to the implant procedure. The outcome was reported as resolved without sequelae.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.